Event description:
The suture was used during a CABG procedure. Reportedly, the suture absorbed in less than 48 hours and the wound dehisced leaving the suture line open. Upon investigation, all the sutures absorbed prematurely. The surgeon performed a re-operation two days post-operative, and applied another suture to correct the condition. The hospital has reported the pt's condition satisfactory.